Event description:
It was reported that a silent nite 3d appliance has broken. It was reported that the connectors fractured. The patient had the device for about two months then the appliance broke on (B)(6) 2024. No injury was reported.

Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: case# (B)(4) was manufactured with glidewell tuffsplint appliance resin lot # 6222504. The manufacturing router was reviewed for glidewell tuffsplint appliance resin lot # 6222504 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the customer has not returned the reported device for review to date therefore an analysis of the physical product could not be performed. Root cause description: the probable root cause for this failure could be due to a bad impression taken which would cause the device to not fit properly. Manufacturer reference: (B)(4).

Manufacturer narrative:
The manufacturer previously reported incorrect information . The following correction has been updated in this report. Corrected information h5(date received by manufacturer) that was not captured in the pervious report was corrected in this report. Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. Manufacturer reference :(B)(4).